Event description:
The patient reported that she experienced extreme hypoglycemia two days in 2008. She was found by her husband beside her bed unconscious. Her husband administered dextrose orally and her blood glucose elevated to 70 mg/dl. At the time of the report, the patient was still hospitalized. No further info is available. The infusion device was requested to be returned for evaluation

Manufacturer narrative:
The infusion device was thoroughly evaluated and delivers the programmed amount of inulin correctly and functions as intended. The issue reported by the patient could not be reproduced.